Event description:
Our affiliate is reporting to us that during an arthroscopic procedure the patient sustained some minor or superficial burns at one of the portal sights. A vapr generator and a vaprs90 electrode are being cited as the suspect contributors to the burn. It does not appear the any intervention or treatment was needed, it appears that the procedure was concluded successfully without further issue, the vapr electrode was discarded at the user facility, and, the vapr generator was sent to a service facility for evaluation and repair. Also see associated MDR 1221934-2012-00249.

Event description:
Patient burn.

Manufacturer narrative:
The statement "patient burn" is the only information that mitek received; in the (B)(6) days that have passed since this was reported to mitek we have been waiting for enough information to make the required regulatory decision; however, to date, despite outreaches for further detail, information, and clarity, no response has been forthcoming; no additional information other than what was originally reported, the words "patient burn", has been received. We, as of today, (B)(4) 2012, are choosing to file a regulatory report in order to document a possible adverse event. In the report the patient burn is associated with a vapr generator. The generator was sent to a service center and was evaluated; the performance and functional testing revealed that the device had some performance/component anomaly that is associated with handling and maintenance, a user issue; however, we believe is not contributory to the adverse event. If the noted burn was located at the operational exit portal, the most likely cause of an exit portal burn would be insufficient fluid management while an electrosurgical device was being activated in the body. Of course this is a hypothesis, we do not know if there was truly a patient burn. We cannot attribute this burn issue with this device; if there was a patient burn, its root cause lies elsewhere and not with this device. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The statement "patient burn" is the only information that mitek received; in the 49 days that have passed since this was reported to mitek we have been waiting for enough information to make the required regulatory decision; however, to date, despite outreaches for further detail, information, and clarity, no response has been forthcoming; no additional information other than what was originally reported, the words "patient burn", has been received. We, as of today, (B)(6) 2012, are choosing to file a regulatory report in order to document a possible adverse event. In the report the patient burn is associated with a vapr generator. The generator was sent to a service center and was evaluated; the performance and functional testing revealed that the device had some performance/component anomaly that is associated with handling and maintenance, a user issue; however, we believe is not contributory to the adverse event. If the noted burn was located at the operational exit portal, the most likely cause of an exit portal burn would be insufficient fluid management while an electrosurgical device was being activated in the body. Of course this is a hypothesis, we do not know if there was truly a patient burn. We cannot attribute this burn issue with this device; if there was a patient burn, its root cause lies elsewhere and not with this device. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.